Event description:
It was reported that the patient was experiencing inadequate stimulation. Reprogramming was done several times but was unsuccessful. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21442498/21442498.